Event description:
It was reported that balloon rupture occurred. The patient underwent an endovascular therapy where the target lesion was a chronic total occlusion located in the mildly tortuous and severely calcified posterior tibial artery. After crossing with the guidewire, a 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. During the procedure, on the first inflation at 7 atmospheres, the balloon ruptured. Subsequently, a 2.0mm x 30mm x 143cm coyote nc balloon catheter was used for further dilation, but it ruptured at 10 atmospheres on the first inflation. Another 2.0mmx30mmx143cm coyote nc was used, however, it also ruptured on the second inflation at 12 atmospheres. All three devices burst within 10 seconds. The devices were removed without any problem and no damage observed. A different device was used to complete the procedure. No complications reported, and patient status was good.